Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that noise being oversensed with pacing inhibition resulting to asystole greater than 2 seconds and high oor pacing lead impedance greater than 2,000 ohms continued to be observed. Further, both non-invasive and invasive testing were performed on the lead and device, however, noise could not be reproduced. The cause of the observation remains undetermined. The crt-d was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance. Further, a health care professional (hcp) reported that events had noise on them and can't be reproduced through isometrics. Boston scientific technical services (ts) discussed trending window and possible lead fracture. Ts discussed turning off defibrillator due to oversensing. Moreover, the left ventricular (lv) lead also exhibited a high oor pacing impedance. Ts discussed that lv lead is a single coil electrode. Also, an x-ray was performed and result was unremarkable. Additional information received that the cause was undetermined at this time and defibrillator was turned off. The patient was scheduled for lead revision next month and will evaluate all the leads as well. The system remains in service. No adverse patient effects were reported.